Event description:
A customer from (B)(6) contacted biomérieux to report a misidentification of vibrio parahaemolyticus as sphingomonas paucimobilis in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. The customer observed good and pure growth of a gram-negative bacilli on blood agar media. Oxidase test waspositive. Testing of he stain was performed via vitek® 2 gn ID card lot 2410127203. A result of 90% sphingomonas paucimobilis was obtained. The customer repeated testing via vitek® 2 gn ID card lot 2410272403 and received a result of 91% vibrio parahaemolyticus. Testing was performed via vitek® mass spectrometer (ms) with a result of vibrio parahaemolyticus 99.9%. The customer stated reporting of results was delayed >24 hours due to the need for retesting. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. Culture submittal was requested by biomérieux for internal investigation. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A biomérieux investigation was performed. The submitted strain was subcultured and testing included vitek® 2 gn cards from the customer's lot (2410272403) and a random lot (2410310103) in duplicate, as well as vitek® ms. The customer also tested with vitek 2 gn lot 2410127203, which expired 02apr2018. The strain was received 03apr2018. All four (4) vitek 2 gn cards tested resulted in excellent and very good identifications of vibrio parahaemolyticus. The vitek ms resulted in an identification of vibrio parahaemolyticus with a 99.6% confidence value. A review of the customer's sphingomonas paucimobilis reactions demonstrated three (3) atypical negative reactions (dman, dmne, ggaa) and one (1) atypical positive reaction (ure) for an identification of v. Parahaemolyticus according to the gn knowledge base. A review of the customer's vibrio alginolyticus reactions demonstrated two (2) atypical negative reactions (bnag, off) and one (1) atypical positive reaction (ure) for an identification of v. Parahaemolyticus according to the gn knowledge base. An increased number of atypical reactions can indicate a strain with decreased viability, contamination, mixed culture, use of non-recommended media, or other user set up error. The customer's misidentifications were not reproduced. Vitek 2 gn cards are performing as expected.